Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). An investigation was carried out into this complaint. Based on the information gathered it was indicated that during demonstrating a lateral transfer technique with the maxi sliding sheet , attendee began slipped to the floor. Fortunately, the second attendee prevented from falling to the floor by holding the participant. In an effort to prevent her from further sliding, he stated that he sustained pain in his upper right back area. Review of reportable complaints for maxi sliding sheet showed that there are no related events. Therefore, the incident described above seems to be an isolated event to date. No malfunctions regarding maxi sliding sheet were found that could have caused or contributed to the event. It can be established that the sheet was found to has been up to specification, when the event took a place and was being used for patient handling, but it appears it contributed to the event possibly due to a use error. Sliding sheets are using for repositioning a person in the bed and for lateral transfer and have a low coefficient of friction and are extremely slippery that is why care must be taken. Sliding techniques may be used successfully with patients of all dependency level, but they must be subject to a suitable assessment. Factors that should be considered are: environment (bed, spaces, type of sliding sheet), characteristic of the patients, the carers individual capability. It was reported that the movement of gurney that was being utilized during the demonstration was the cause of the incident. The instruction for use (IFU) supplied with product provides also written and photographic guidance of proper transfer procedure. The IFU contains crucial information: "ensure that bed and trolley castors are solidly locked." Additionally, IFU warns: "care must be taken that to the pulling action is not carried out too quickly as this may result in injury to the patient." The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. From the above we can conclude that this issue was caused by user error. The received information and our evaluation as described above are showing that if warnings and transferring procedures included in IFU were followed, there would be no patient at risk. In conclusion, the maxi sliding sheet was used for patient's care and in this way contributed to the alleged event. No malfunctions regarding maxi sliding sheet were found. No serious adverse event occurred. We report this event to competent authorities in abundance of caution as falling may result in serious injury if inadequate transfer procedure would recur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint where it was indicated that during the demonstrating lateral transfer with the maxi slides, a gurney shifted and began to separate. An attendee that was participating as the patient was on the gurney and began to slide between the surfaces, another attendee that was on the pulling side tried to hold her. In an effort to prevent her from further sliding, he stated that he felt some pain in his upper right back area. It should be noted that gurney involved in the event it was non arjohuntleigh equipment.